Event description:
Device malfunction: difficult to position, premature, partial stent deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that as the xpert stent delivery sys (sds) was being advanced to the target lesion in the distal superficial femoral popliteal arteries via an ipsilateral approach, over a steelcore guidewire, the stent became stuck on the wire and prematurely partially deployed proximal to the lesion. The stent, sds, wire and sheath were removed as a single unit. After removal a kink was noticed in the wire. There was no adverse pt effect. Though requested no add'l info was provided.

Manufacturer narrative:
Off label use. The device was rec'd. Investigation is complete.